Event description:
This complaint is from a clinical study (B)(6) the index procedure took place on (B)(6) 2010. The procedure was coil embolisation assisted with vrd (B)(4) of right middle cerebral artery. On (B)(6) 2012, the angiogram revealed a recanalization of the aneurysm due to coil compaction. No action taken as of (B)(6) 2012, but the patient is scheduled to take re-treatment with coil embolisation. The event outcome as of (B)(6) 2012 was indicated as "ongoing, unchanged". According to the physician the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient was a male of (B)(6) with medical history of renal disease, cardiac disease, hypertension, hemorrhagic stroke and a clipping of anterior communicating artery. No further information was provided. Dob and wt unknown. The unruptured saccular aneurysm neck was 8.0mm, and the neck to sac ratio was 8.0mm:12.1mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.7mm. Mrs on (B)(6) 2010 was 0, on (B)(6) 2010 was 0, on (B)(6) 2011 was 0. The act was 225 seconds post anticoagulation. Unknown for pre anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the index procedure. At the time of the 1-year follow-up (on (B)(6) 2012), the aneurysm neck was 7.0mm, and the neck to sac ratio was 7.0mm:12.3mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.6mm. Mrs was 0. The occlusion rate of aneurysm was 60%. Antiplatelet therapy included aspirin 81mg/day: 2004-(B)(6)~ongoing, clopidogrel sulfate 75mg/day: 2010-(B)(6), argatroban hydrate 60mg/day: 2010-(B)(6), cilostazol 100mg/day: 2011-(B)(6), heparin 8,000u was administered intra-procedurally. Prior to implanting the vrd at the time of index procedure, roadmaster/goodman, (B)(4), (B)(4) were utilized. Other devices utilized during the index procedure.

Manufacturer narrative:
The report from the (B)(4) study indicated that there was recanalization of the treated right middle cerebral artery thirteen months after the enterprise vrd assisted coiling with 10 codman coils [presidio 18 microcoil ((B)(4)), orbit coil ((B)(4) x2), orbit complex standard tdl 8x24 coil ((B)(4) x2), orbit complex fill 8x24 coil ((B)(4)), orbit complex standard tdl 8x24 coil ((B)(4)), orbit complex standard tdl 5x10 coil ((B)(4) x2), deltapaq 10 microcoil ((B)(4))] and five noncordis v-track coils (terumo). Angiogram thirteen months post index revealed 60% occlusion rate compared to 100% post index procedure due to coil compaction. No action was taken as of three months after follow-up; however, the patient is scheduled for re-treatment with coil embolization. The event outcome as of three months was ongoing, unchanged. According to the physician the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15193815 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The patient's medical history consisted of renal disease, cardiac disease, hypertension, hemorrhagic stroke and a clipping of anterior communicating artery. No further information was provided. The unruptured saccular aneurysm neck was 8.0 mm, and the neck to sac ratio was 8.0 mm:12.1 mm. The parent vessel size diameter proximal was 3.9 mm and distally was 3.7 mm. Heparin 8,000u was administered intra-procedurally. The occlusion rate of aneurysm was 100% after the index procedure. At the time of the 1-year follow-up (13 months post procedure) the aneurysm neck was 7.0 mm, and the neck to sac ratio was 7.0 mm:12.3 mm. The parent vessel size diameter proximal was 3.9 mm and distally was 3.6 mm. The occlusion rate of aneurysm was 60%. The modified rankin scale (mrs) score was 0 pre-index procedure, five days post procedure, and thirteen months post procedure. Procedural and diagnostic images are not available. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include aneurysm neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures can be required to achieve the desired occlusion of some aneurysms. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00612, 1058196-2012-00279, 1058196-2012-00280, 1058196-2012-00281, 1058196-2012-00282, 1058196-2012-00283, and 2954740-2012-00613.

Manufacturer narrative:
The patient's medical history consisted of renal disease, cardiac disease, hypertension, hemorrhagic stroke and a clipping of anterior communicating artery. No further information was provided. The unruptured saccular aneurysm neck was 8.0mm, and the neck to sac ratio was 8.0mm:12.1mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.7mm. The mrs on (B)(6) 2010 was 0, on (B)(6) 2010 was 0, on (B)(6) 2011 was 0. The act was 225 seconds post anticoagulation. Unknown for pre anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the index procedure. At the time of the 1-year follow-up (on (B)(6) 2012), the aneurysm neck was 7.0mm, and the neck to sac ratio was 7.0mm:12.3mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.6mm. Mrs was 0. The occlusion rate of aneurysm was 60%. Antiplatelet therapy included aspirin 81mg/day: 2004-(B)(6), clopidogrel sulfate 75mg/day: 2010-(B)(6), argatroban hydrate 60mg/day: 2010-(B)(6), cilostazol 100mg/day: 2011-(B)(6), heparin 8,000u was administered intra-procedurally. Prior to implanting the vrd at the time of index procedure, roadmaster/goodman, (B)(4), chikai/asahi intec were utilized. Other devices utilized during the index procedure were, excelsior (B)(4)), and five v-track coils (terumo). No further information is available and procedural images are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00612, 1058196-2012-00279, 1058196-2012-00280, 1058196-2012-00281, 1058196-2012-00282, 1058196-2012-00283, and 2954740-2012-00613.